Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) due to recurring incontinence. A surgical procedure was performed in which the cuff was replaced with a new 4.5 cm cuff. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.